Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The patient has been instructed to return in six weeks for a sensing and optimization recheck. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received an inappropriate shock approximately one hour post implant. The implant procedure was uneventful and post implant system optimization had been completed. Data was forwarded to technical services (ts) for review and recommendations. Ts stated this type of artifact was highly suggestive of air entrapment and could be reviewed if x-ray images were available. The captured s-ecgs from implant appeared to be clean in all vectors. The device was later rechecked and no noise/oversensing was evidenced. The system appears to be functioning normally and remains implanted and in service with no intervention required.